Event description:
The patient was implanted with a left ventricular assist device. The hospital reported that the patient experienced hemolysis and hematuria. An echo revealed recovery of the left ventricle with estimated lvef 65%. The pump explanted on (B)(6) 2012 and the patient is currently in recovery.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.